Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the air vent of a solution administration set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection showed a longitudinal fissure approximately 0.5 cm on the blue air vent. Functional testing showed a leak through the air vent. The reported condition of leak was verified. The cause of the leak was the fissure, but the cause of the fissure could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.